Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Investigation found the batteries were damaged, not holding sufficient charge and past their expiration. Stryker replaced the device's batteries to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue was due to user maintenance.

Event description:
The customer contacted stryker to report their device would unexpectedly power off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.